Event description:
A 64 year old was undergoing surgery for removal of a basal cell carcinoma of the left cheek. Oxygen was given by nasal cannula in right nare. The surgeon proceeded to use the bovie when sparks flashed and a small fire erupted. The pt suffered burns to the nose, lips, face and hand.